Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found the body weld split. The customer reported that the ligasure failed to demonstrate a good quality seal. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. No regrasp alarms sounded. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. An additional failure was found during the investigation, there was a split in the body weld. The additional findings did not contribute to the reported condition. Since the body weld had separated, the law lever was difficult to unlatch. The broken weld showed evidence within the energy directors that the instrument had been welded sufficiently in manufacturing. The weld most likely broke due to excessive force placed on the instrument. The investigation identified the root cause of the reported event to be attributed to rough handling by the user. Manufacturing non-conformances were reviewed; no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ligasure failed to produce a good seal. The generator delivered the correct end tones, indicating a completed seal cycle, however when the surgeon cut the tissue bled. A back-up device was opened from a different lot to complete the case.